Event description:
It was reported by the customer that their insulin pump may not be functioning properly since low blood glucose levels. Customer stated she has had low blood glucose levels of over 76 mg/dl and treated with food. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted and customer was asked to verify the display screen shows the correct amount of insulin available. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 76 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.